Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned at the moment as the recipient has a functional device on the contralateral ear. This is a combined initial / final report.

Event description:
The user presented at a routine fitting appointment on (B)(6) 2020 and in situ testing revealed affected channels. The mother had not realized he could no longer hear with the device. There was no report of specific trauma and no swelling or redness above the implant site. Re-implantation is not planned at the moment as the recipient has a functional device on the contralateral ear. His audiologist, physician and teachers will follow his progress and maybe decide to re implant at a later date.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user presented at a routine fitting appointment on (B)(6) 2020 and in situ testing revealed affected channels. The mother had not realized he could no longer hear with the device. There was no report of specific trauma and no swelling or redness above the implant site. The recipient was re-implanted.